Event description:
During product service by a service technician, a flogard infusion pump experienced a battery low alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The device was visually inspected, functionally tested and a battery test was performed. During testing a battery low alarm was identified; the cause was determined to be due to a damaged battery. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.